Event description:
The pump is reportedly intermittently responding when the buttons are pressed, the buttons are sticking, and the keypad is torn.

Manufacturer narrative:
The pump was returned to animas for evaluation. The results of the investigation were as noted: the keypad was torn near the ok and down arrow buttons, the pump was unresponsive to the down arrow and ok buttons, and the down arrow and ok buttons were inverted.